Manufacturer narrative:
Corrected data on d3, g1, and g4.

Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 152094 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 152094 and device part number 195-230wl / lot 148104. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 152094 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The user reported a false positive result with the binaxnow covid-19 antigen self test performed on (B)(6) 2021. The user stated that on 3 day prior to testing with binaxnow (B)(6) 2021 a pcr test was taken and generated negative results. No additional patient information, including treatment and outcome, was provided.